Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer stated that the insulin pump was not working and the insulin pump had no delivery alarm. The troubleshooting was performed and the insulin was exited. The cannula was not bent. The customer was treated with the manual injection. The device will not be returned for the analysis.